Manufacturer narrative:
One photo and a sample were received by our quality team for evaluation. Upon visual inspection of both the photo and sample, it was observed that there was a particle which may be of foam origin based on the color and shape. Based on the investigation, particles may be created on rare occasions during the ultrasonic welding of the foam tip onto the applicator body, which makes the foam brittle, and pieces flake off. This failure mode is of foam origin not of foreign origin, and it may be created as a byproduct of the ultrasonic welding process caused by the equipment. The root cause is the equipment causing the small particle as a byproduct of the ultrasonic welding process. A cid was opened and closed to evaluate, and address the major sources of foreign material for 10.5ml chloraprep products. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings. Pr (B)(4); initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that a foreign debris was found inside the chlora-prep packaging.